Event description:
It was reported that during a laparoscopic anterior resection procedure, the device was fired, but no crunch was heard or felt. They knew right away something was wrong. This was visually confirmed; there was no staple line. Staples were present but not formed. A second device was opened and used to create the anastomosis. This extended the procedure by 60 minutes. While the patient was in post op, they realized the patient had some internal bleeding. The patient was brought back to the operating room. There was some bleeding which was packed and then stopped. No additional intervention was taken. The surgeon states this post operative bleeding was not related to the device, rather to a blood condition the patient had (name of condition not known). Additional information has been requested.

Event description:
It was reported that on (B)(6) 2010, due to a positive stress test, the patient received a peri-procedural loading dose of 60 mg of prasugrel and underwent an index procedure with successful deployment of a 2.5x28 rx promus stent in the proximal left anterior descending artery. Residual stenosis was 0%. Following the procedure, the patient was discharged to home on protocol required doses of clopidogrel and aspirin for antiplatelet therapy. On (B)(6) 2010, the patient was started on crestor (rosuvastatin) for dyslipidemia. On (B)(6) 2010, the subject presented to the emergency room with chest pain and was admitted to the hospital. A stress test revealed a small apical myocardial infarction. There was no ischemia present and troponin levels were negative. The patient was started on imdur (isosorbide) and discharged to home on (B)(6) 2010 in stable condition. Reportedly, in the investigator's opinion, the event of chest pain was considered serious due to hospitalization and severe in intensity. The investigator assessed the event to be unlikely casually related to the study device. No additional information was provided.

Manufacturer narrative:
(B)(4). In this case, there was no reported product deficiency. The reported patient effects of angina and myocardial infarction (mi), are listed in the promus instructions for use (IFU) and are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device remains in the patient. The lot number was provided. A follow up report will be submitted with all relevant information.